Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an over infusion of normal saline intended to run at 5 ml/hr with a vtbi of 197.6. The infusion was started at 0800 and was noted to be complete at 0815. The was no patient harm.

Manufacturer narrative:
Concomitant: 250ml baxter bag, lot # c983197, exp. 2016, 0.9% sodium chloride injection usp; therapy date (B)(6) 2015. The customer¿s report of an overinfusion was confirmed. The pcu event log showed that the pump module was programmed for a basic infusion at 5ml/hr with a vtbi of 200ml at 7:51 am on 09/01/2015. At 8:20 am, the device alarmed for air in line and the device was channeled off. The volume recorded as being infused was 41.84ml. Functional testing was performed on the pump module. Unregulated flow was observed during rate accuracy testing and was found to be caused by a stuck upper occluder. Fluid contamination was observed in the recesses where the upper occluder finger is seated, causing the finger to stick in the back/open (retracted) position. There were no anomalies observed with the returned primary administration set. The root cause of the overinfusion was a stuck upper occluder caused by fluid ingress.

Manufacturer narrative:
Additional information provided from customer's medwatch report.

Event description:
Received a copy of the customer's medwatch report that stated: "on (B)(6) 2015, at approx. 0745 the day nurse received nursing report for the patient from the night nurse. Upon completion of the report approx. 10 minutes later at 0755, day nurse noted the patients 'kvo' IV bag, 250ml n/s running at 5ml/hr was empty. Night nurse stated that he had 'recently changed that bag'. At approx. 0800, the day nurse hung a new IV bag of 250ml n/s and programmed the pump to run at 5ml/hr. At approx. 0815, the day nurse noted that the bag was empty. He checked several times to ensure that the IV bag was indeed set to run at 5ml/hr, which he was able to confirm. He immediately removed the pump and IV bag from the patient area and informed patient safety and nurse manager. The pump was sent to carefusion for analysis. On 1/12/15 we received a report from carefusion that confirmed that this occurred and that found the root cause to be equipment failure. The equipment failure was specific to internal parts called :upper occluder fingers" that were stuck due to fluid ingress inside the infusion pump module."